Manufacturer narrative:
Product complaint # ==> (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2019 and suture was used. During the surgery, the suture was broken at 2 to 3 mm from the swage part during interrupted suturing. The product in question was discarded. There were no adverse consequences to the patient.